Event description:
It was reported that a coating issue occurred. The target lesion was located in the prostatic artery. A 165cm transend guide wire was selected for use for a prostatic artery embolization procedure. When the wire was being removed from the catheter, it was ran through a moist 4x4 to wipe it clean after it was entered into the patient's body. It was then noticed that the coating on the wire was coming off. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in a generic plastic bag. It was found that the device was severely kinked at the distal section. On the other hand, the coating of the device was inspected under high magnification and no failures were found. Outer diameter of distal tip, middle of the device and proximal section are within specifications. The device was measured according to the drawings. No other issues were identified during the product analysis.

Event description:
It was reported that a coating issue occurred. The target lesion was located in the prostatic artery. A 165cm transend guide wire was selected for use for a prostatic artery embolization procedure. When the wire was being removed from the catheter, it was ran through a moist 4x4 to wipe it clean after it was entered into the patient's body. It was then noticed that the coating on the wire was coming off. The procedure was completed with another of the same device. No patient complications were reported.